Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.a166usqs6czb6 hardware: sm-a166u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, approximately at the end of april or beginning of may 2026, an automated delivery restriction alert occurred, which resulted in the omnipod system switching to manual mode. It was noted that the patient did not transition back to automated mode, which resulted in her blood glucose increasing above 400 mg/dl for approximately 24 hours. The specific date of event was not provided; therefore, the event provided in this report is approximate. The patient developed symptoms including tiredness, sleepiness, irritability, and memory issues, noting that she felt ¿out of it¿, which prompted her boyfriend to take her to the hospital. She was subsequently hospitalized with a diagnosis of diabetic ketoacidosis and severe dehydration. Blood glucose levels were reported to measure above 500 mg/dl during medical evaluation. Treatment during hospitalization included intravenous fluids and insulin therapy. The patient remained hospitalized for approximately three days; the specific discharge date was not provided. The pod involved was discarded and is unavailable for investigation.